Event description:
It was reported that the blood parameter monitor (bpm) potassium (k+) and carbon dioxide (co2) values were inaccurate. The k+ value on the blood gas analyzer was 5 but the bpm displayed value was 6.9. The co2 values also did not match. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated blocks: b5 and h6.

Event description:
Additional information was received that the issue occurred during use of the device for cardiopulmonary bypass (cpb). As mitigation, a blood gas analyzer was used during the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.